Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent posterolateral cervical fusion surgery on the cervical region of his spine from vertebrae c3 to c7. Reportedly, during the surgery, only select parts rhbmp-2 collagen sponge were used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., along the lateral masses and facet joints). Allegedly, post-operative period had been marked by a period of improvement, followed by severe and chronic neck pain, difficulty swallowing, neck spasms, decreased range of motion in his neck, and cramping in both arms. These serious injuries prevented patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: 1. Status post anterior cervical decompression and fusion with instrumentation c3-c5 with revision cervical fusion c6-c7 with instrumentation. 2. Cervical spinal stenosis with intractable symptoms. The patient underwent the following procedures: 1. Posterior lateral fusion, c3-c4. 2. Posterolateral fusion, c4-c5. 3. Posterolateral fusion, c5-c6. 4. Posterolateral fusion, c6-c7. 5. Segmental lateral mass screw fixation, c3-c7, with lateral mass screw system. 6. Aspiration of right iliac bone marrow. 7. Harvest of local autograft bone from partial facetectomies. 8. Monitoring of sseps, emgs and screw stimulation without any complications noted throughout. As per op-notes, "partial facetectomies at c3-4,c4-5, c5-6 and c6-c7 were done in order to harvest local autograft bone for fusion. A jamshidi needle was placed into the separately prepped and draped right iliac crest and 30 ml of iliac crest bone marrow aspirate was harvested and mixed with a 100 mm graft extender foam pack. This was mixed with locally harvested autograft bone and placed along the decorticated lateral masses and facet joints to achieve posterolateral fusions at c3-4, c4-5, c5-6 and c6-c7 bilaterally.¿ the patient tolerated the procedure well without any intraoperative complications.